Event description:
Patient returned for removal of his ivc (inferior vena cava) filter that was placed during his initial trauma two years ago. At the time of the pre removal evaluation, the filter was noted to be broken with one leg distant to the ivc and one leg near the ivc. The main portion of the filter was removed without event. CT scan of the abdomen showed the remaining filter fragments to be in the retroperitoneum. The patient was asymptomatic. The findings were discussed with the patient. The patient was instructed to contact this facility in the event that there were any future concerns regarding the remaining filter fragments.